Event description:
Information was received indicating that a smiths medical cadd solis vip pump was noted to be overdelivering on an upstream occlusion test. No adverse effects were reported.

Manufacturer narrative:
Information was received indicating that the issue happened during testing, no patient was involved.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The reported problem was duplicated. After running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The expulsor was recommended to be trimmed down to bring the delivery accuracy closer to a nominal range and recalibrated the downstream occlusion sensor. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.